Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 2009 - 1.2 and 1.5. Per customer, last week inr = 2.5.

Manufacturer narrative:
Mar-30-2009. Inratio precision data provided by end-user lot: date: 2009; 1st inr = 1.2; 2nd inr = 1.5; inratio meter: mean: 1.4; sd: 0.2; %cv: 15.7. The 2.5 inr was excluded from precision calculation since it was tested a week ago. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The 15.7% cv is less than 20%. Inratio meter results pass the criteria for precision. No further testing is required at this time. No product or meter is expected to be returned. No corrective action required as no product deficiency was established.